Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error/moisture damage/pump damage. Customer's blood glucose was 9.2 mmol/l. The customer stated that there is no significant events leading to the alarm and moisture damage. The customer noticed that there is moisture under the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.